Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during the implant procedure the right ventricular (rv) lead exhibited multiple dislodgements. This rv lead was attempted but not used, and was replaced. The patient experienced asystole. The replacement rv lead exhibited loss of capture and a micro-dislodgement was suspected. The right atrial (ra) leads exhibited high thresholds and had dislodged. The rv and ra lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.